Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to e2, e3, and g2 of the initial report. The customer contact has been updated to reflect their reported occupation. See e2, e3, and g2 for more details. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: may 29, 2024. Sampling from: all channels. Cfu: >100 cfu/endoscope (>75 cfu/100ml). Bacterial identification: escherichia coli. Sampling date: jun 11, 2024. Sampling from: biopsy channel. Cfu: 1 cfu/endoscope (3 cfu/100ml). Bacterial identification: bacillaceae. Sampling date: jun 11, 2024. Sampling from: suction channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: jun 11, 2024. Sampling from: a/w-channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: jun 11, 2024. Sampling from: auxiliary water channel. Cfu: 6 cfu/endoscope (1 cfu/100ml). Bacterial identification: filamentous fungi. Sampling date: jun 11, 2024. Sampling from: total. Cfu: 2 cfu/endoscope (2 cfu/100ml). Bacterial identification: micro organisms revivable at 30. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results did not conform to the regulation's recommendation. The results of culture testing after repair were not provided. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.